Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was a breach in aseptic technique, further described as "cat related." The patient was hospitalized for the event. Treatment for the peritonitis included intravenous antibiotic (medication name, dose, duration and frequency not reported). During hospitalization, the pd catheter was removed and hemodialysis was started. On an unknown date, the pd catheter was reinserted but failed to function and was removed again. The patient remains on hemodialysis and recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient developed peritonitis on an unspecified date in (B)(6) 2014. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.